Event description:
The customer reported that the device was able to charge and shock, but other functions did not work.

Manufacturer narrative:
(B)(4). The customer reported that the device was able to charge and shock, but other functions did not work. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.